Manufacturer narrative:
Additional information was received that the vascular injury occurred at the end of a successful valve implant procedure and was due to the failure of a non-medtronic closure device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an iliofemoral artery tear was noted. A left femoral artery hematoma and hemorrhagic shock were reported. Surgical evacuation and an artery bypass were performed. Several blood transfusions were administered. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.